Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement percutaneous pin adapter shipped to site 11/08/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, performed on the previous day, the surgeon alleged an inaccuracy occurred. The surgeon used a percutaneous pin and then a percutaneous pin adapter to connect the reference frame. The surgeon was able to move the frame which is alleged to have contributed to an inaccuracy of 3-5 millimeters. The surgeon said the percutaneous pin was rigid and the percutaneous pin adapter was able to be moved and it did not go back to its initial position, subsequently, creating the inaccuracy. The surgeon opted to discontinue the use of the navigation system and continued the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." Correction to device manufacturing date now provided. A medtronic representative went to the site to test the equipment and opted to replace the suspect perc pin adaptor. No parts have been received by manufacturer for analysis.